Event description:
A customer contacted beckman coulter inc., (bci) regarding "vacuum under limits'" errors and they noted a leak out of the front center of the access 2 immunoassay system. The customer did not report any exposure to hazardous liquids or any injuries related to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found vacuum pump to be at fault. The fse replaced vacuum pump and verified system performance to published specifications. Hardware has been determined to be the root cause.